Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the helix/lobe was distorted/bent. There was blood/body fluid on the outer tubing overlay and it was breached cut. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted apparent explant damage and that the helix received was retracted and bent.

Event description:
It was reported that the lead had diminishing r waves and thresholds with diaphragmatic pacing. An attempt was made to reposition the lead but the helix got stuck. The lead was explanted a week after implant and was replaced. No patient complications have been reported as a result of this event.